Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was able to confirm the reported event. A definitive root cause cannot be determined. Additionally, physical damage of the device was confirmed and are most likely attributable to excessive force by the user. The device will be returned to the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegations were confirmed. There was an additional finding of the tube was bent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the telescope "oes elite", 4 mm, 12°, hd, autoclavable had a blurry image, was crooked, the lens was broken and displaced, the light guide had many broken filaments, the root was broken, and the blue ring was loose and had a numbered ring. The event occurred during preparation for use in a therapeutic plasma curettage. The procedure was completed with a similar device. There was no patient harm associated with the event.